Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Peripheral thromboembolic event and thromboembolism are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 7 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for splenic infarct from (B)(6) 2019 through (B)(6) 2019. The etiology was unknown. Patient was started on dipyridamole. The inr goal was increased to 2.5-3.5. The patient was found doing well at home.